Event description:
It was reported that during an atrial tachycardia after prior af ablation procedure the patient experienced tamponade while using a non-bwi mapping device was in use (velocity-navx system used with d-f sf catheter; parameter setting at 25-30w, 8ml/min in left atrium). Entrainment and simple mapping confirmed peri-mitral flutter. The veins were all isolated. Mitral valve insufficiency (mvi) ablation changed to roof-dependent - ablated into sinus rhythm. Burst pacing produced another atrial tachycardia with earliest activation was at anteroseptal left atrium near thrombospondins (tsp) site. The rf slowed tachycardia but no termination. Whilst applying clockwise torque to maintain electrical contact during further rf (d-f sf catheter) nearer tsp, the catheter appeared to be dislodged to in the right atrium. During attempted rotational movement back towards left atrium, the distal catheter shaft was restricted. The catheter was withdrawn and readvanced easily across septum into left atrium. Sudden loss of output was noted (the blood pressure had dropped prior to re-crossing the septum). Tamponade was confirmed, inadvertent perforation was suspected (given restricted catheter movement prior to retraction it was probably epicardial). CPR and subxiphoid pericardiocentesis were performed; anticoagulant was reversed. The patient was stabilised but later further bleeding occurred. Emergency sternotomy to repair of left atrium perforation (between tsp and left atrium roof near right pulmonary vein as suspected). The customer did not feel there was any issue with the device. No steam pop was heard or felt. During surgery it was clear that the region of perforated atrial tissue was quite thin in places (despite of underlying hypertrophic cardiomyopathy (hcm) and expected atrial hypertrophy). Extended hospital stay of 2 weeks (total recovery time). The patient has improved- nearly fully recovered at discharge. The updated patient health status was said to be well.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Manufacturer's ref. No.: (B)(4).